Event description:
Customer reports that he obtained results of 139mg/dl and 503mg/dl within 10 minutes. No action was taken based on device results. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.